Event description:
The patient was revised because of loosening of the humeral stem and glenoid. Poly wear of the glenoid was noted. The stem was noted to have been put in with a lot of retrograde.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records was not provided. Provided information states the stem was put in with a lot of retrograde. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.